Event description:
As reported via the partners I clinical trial, the patient experienced ventricular tachycardia (vt) after valve deployment during a transaortic valve implant procedure. The patient was defibrillated with 200 joules and returned to sinus rhythm. The valve was successfully implanted, in the correct position, with no trace paravalvular leak and no central leak

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Ventricular tachycardia is typically a complication associated with poor ventricular function or inadequate coronary perfusion. It may occur in patients post mi, or with cardiomyopathy, heart failure, heart surgery, myocarditis, or valvular heart disease. According to the device instructions for use (IFU) potential risks associated with the overall procedure and the bioprosthesis include arrhythmias. Rapid pacing is used during valve deployment and can contribute to myocardial ischemia. The retroflex 3 training manual advises the operator to have the emergency crash cart and defibrillator ready and to be prepared to defibrillate. The training manual also advises the operator on how to minimize myocardial ischemia during bav and valve deployment. The exact cause for the reported arrhythmia in this case cannot be confirmed, however, is likely a combination of the procedure itself, and the patient's underlying co-morbidities (i.e. Cad, history of mi, heart failure, and valvular heart disease). No additional actions are possible at this time.